Event description:
The customer reported to customer service that her transformer housing had a crack. She also reported that there were no sparks, fire or injuries.

Manufacturer narrative:
A replacement power supply was sent to the customer. The transformer was received breached. A product eval confirmed that the housing was broken in half, exposing internal electronics, which is a safety risk. This issue with a damaged transformer housing for the pump in style device was addressed in investigation ir12-0037. The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The ac blades are disconnected from the transformer block. The transformers performance was not obtainable.